Event description:
It was reported that the patient presented in the ER for patient notifier being delivered. Capacitor charge time was reached. A capacitor maintenance was performed and the maintenance timed out. During charging, an audible pop was heard from the device. Device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of extended hv charge time was confirmed via review programmer printouts. The device was tested on the bench and was found to be normal. The hv capacitors were sent to the manufacturing site for further evaluation. Analysis identified an anomaly within one of the hv capacitors which caused the field event.